Event description:
Related MFR report: 1627487-2020-22908.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-22908.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-22908. Additional information received identified some of the remaining parts of the lead which was not removed during the previous removal procedure have started to stick out of the patient's forehead. Reportedly, the issue was strictly cosmetic and did not hurt the patient. An additional surgical procedure was taken and the physician removed as much of the excess remaining stylet as possible. The physician believes the issue is taken care of.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-22908. It was reported the patient underwent a revision of the scs system to remove as much of the lead that was only partially removed during the revision in 2018 (reference 1627487-2018-06483 and 1627487-2018-6484). System impedance and stimulation was confirmed postoperatively.